Event description:
The customer contact reported the pt received more medication than intended. The pump was returned to the biomedical engineering department with a note that stated, "volume to be infused was 100ml, rate at 50ml. The device infused 100ml in 10 minutes. The volume left to be infused was 41ml but the bag was empty." The medication being delivered was an unspecified concentration of potassium chloride. There were no reported adverse pt effects. Though requested, no additional information was provided.